Event description:
It was reported that during a cryoablation procedure, after the left inferior pulmonary vein (lipv) ablation, the blood pressure decreased and the patient went into a ¿shock state¿ however the patient was asymptomatic. Vasopressor was administered with resolve. The physician indicated it was neurogenic drop in blood pressure, not cardiogenic drop in blood pressure. The case was continued and completed with cryo. The patient was discharged without an extended hospitalization stay. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed with the catheter without any issue for the date of the event. There was no indication of a product malfunction, and the physical product was not returned for investigation. A known clinical issue (hypotension) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the physician indicated it was neurogenic drop in blood pressure, not cardiogenic drop in blood pressure. Also, the hospital stay was not extended.